Event description:
Medtronic received a report that the patient was undergoing treatment for intracranial aneurysm at middle cerebral artery. It was noted that the patient's vessel tortuosity was normal. The access vessel was the right femoral artery, with 8 mm diameter. It was reported that during the procedure, after the microcatheter was flushed normally, the tip marker was found to be detached during inspection outside the body during preparation. The package was not damaged and showed no evidence of tampering. The broken location was distal. The broken segments will not be returned for investigation because they are lost. The operator replaced it with another new microcatheter and successfully completed the procedure. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f guiding catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.